Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1705594 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 24th june2020. In summary the following results were observed in the lab evaluation: flexor and polyimide were observed broken distally at the clear section. Handle was actuating fine but unable to deploy the stent due to broken flexor and polyimide. Both failures are related. Flexor break occurred first and the polyimide break occurred (cascading effect). Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1705594 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1705594; upon review of complaints this failure mode has not occurred previously with this lot #c1705594. An nc gen-065 (handle trigger damaged), was noted on the work order, however this was subsequently reworked and would not have attributed to this complaint issue. The instructions for use ifu0062-5 which accompanies this device instructs the user to ""visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break and consequently in the polyimide break (cascading effect). It may be noted that no information was provided on this complaint, for which 3 attempts to retrieve information was made, investigation of complaint was based on evaluation of the returned device. Summary: complaint is confirmed as the failure was verified in the laboratory. Patient outcome is unknown. Several attempts were made to obtain additional information. However, no response has been received to date. The investigation will be updated in the future if any additional information is received. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
No information received from user at time event was reported. Lab evaluation 24th june 2020, it was noted that the flexor and polyimide were broken. It is also noted in the lab evaluation notes that the flexor broke first causing the polyimide to then break. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed¿.